Manufacturer narrative:
H10: a follow up was performed with the service engineer (se), and it was reported that the blower assembly was replaced. The se reported that the blower assembly was replaced as part of the device shutting down, and also due to the error code 1122 (cbittemphigherrorblower). The se noted that the issue was resolved, and the device was returned to service.

Event description:
Philips received a complaint from customer, reporting that the v60 ventilator had shut down. The device was in clinical use when the issue occurred. No patient or user harm reported. The patient was moved to a different ventilator. A philips remote service engineer (rse) noted that the customer's v60 ventilator had shut down. The customer reported that a biomedical engineer would be onsite, and an additional call would be made if help is needed.